Event description:
It was reported that the patient was chopping wood and received a shock for t-wave oversensing. The patient also indicated having chest tightness during/after exercise. Reprogramming was performed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted (B)(6) 2003. (B)(4).